Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit was over insufflating. It was further reported that the patient developed crepitus. However, it has not been decided if this condition was related to the unit.